Event description:
It was reported on 16 june 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. The length of the membranous septum was 1.4mm. A temporary pacemaker was inserted to control pacing. The valve was implanted. The final implant depth was 5mm from the non-coronary cusp (ncc). At the end of the procedure the patient had a left bundle branch block (lbbb). The temporary pacemaker was left indwelling. The following day echocardiogram showed a mild perivalvular leak. After the temporary pacemaker was removed the patient felt nauseous, therefore the temporary pacemaker was left in, and the patient was kept overnight for monitoring. On (B)(6) 2025 the patient went into ventricular fibrillation and passed away. The cause of death was ventricular fibrillation.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of arrhythmia and patient death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported death could not be conclusively determined. It is possible that the event is related to the patient condition prior to implant. However, this cannot be confirmed. The reported unexpected medical intervention was under case-specific circumstances, as temporary pacemaker was implanted for heart block. There is no indication of a product quality issue with respect to manufacture, design, or labeling. From medical review: "based on the information available, there is no indication of device malfunction. Should additional clinical data or imaging become available, this medical review will be updated accordingly."